Event description:
It was reported that, "alumina ceramic on ceramic head on liner. Supposed squeaking, possible pain. Revision hip. Found during the procedure: surgeon noticed visual evidence impingement of the stem and cup."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.